Event description:
It was reported that a patient underwent an unknown spinal procedure at l5-s1. At an unknown time post-op, it was reported that both s1 screws broke within the pedicle. The broken fragments remained in the patient. The patient stated "early signs of back pain and difficulty sitting for long periods of time."

Manufacturer narrative:
(B)(4). A review of radiographic images show bilateral screw fracture atl5-s1. No interbody device is present and a spondylolisthesis l5-s1, is present. Likely that fusion has not occurred precipitating device failure.